Event description:
It was reported that during testing the pump failed accuracy plus 15 percent. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was intact upon receipt. No error code was found in the ehl (event history log). The customer reported issue was duplicated during the investigation as, after running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications on at least one of the tests performed. Root cause of the reported issue is unknown, but inaccurate delivery was noted and the expulsor was out of mechanical specs. The pump expulsor will need to be trimmed to bring the delivery into more nominal of a range. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device was previously repaired on 12-jan-2022 for bubbled downstream occlusion (dso) seal. This repair should not have impacted the function of the expulsor., corrected data: d4: correction: model number: 2120.